Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced supraventricular tachycardia (svt) which resulted in the inappropriate delivery of anti-tachycardia pacing (atp), and seven shocks. The therapy was subsequently exhausted. Technical services (ts) was consulted and recommended programing options. This device remains in service at this time. No additional adverse patient effects were reported.